Event description:
It was reported that during the implantation of a transcatheter aortic valve evfxplus-29, an aortic insufficiency (ai) graded 1-2 was observed after the complete release of the valve. Subsequent dilation was performed with a 26mm non-medtronic balloon, resulting in a good outcome, and the patient was discharged from the operating room. The following day, a relevant hemodynamic problem was noted, and transvalvular ai was detected in the transesophageal echocardiogram with leaflet damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012564399); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: 0012561879); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. Adverse event or product b2. Outcome attributed to adverse event b5. A second paragraph was added. D6b. Suspect medical device explanted date g2. Report source - notification was received of a user report sent to bfarm h1. Let this report reflect this is a serious injury h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve evfxplus-29, an aortic insufficiency (ai) graded 1-2 was observed after the complete release of the valve. Subsequent dilation was performed with a 26mm non-medtronic (true) balloon, resulting in a good outcome, and the patient was discharged from the operating room. The following day, a relevant hemodynamic problem was noted, and transvalvular ai was detected in the transesophageal echocardiogram with leaflet damage. No patient complications have been reported as a result of this event. Additional information was received to report the leaflet damage was a leaflet tear and the "hemodynamic problem" was referring to an unspecified severity of central aortic regurgitation. The patient underwent a surgical aortic valve replacement procedure. Further details were received via user report: the transcatheter aortic valve implantation (tavi) procedure was performed to treat high-grade aortic valve stenosis. It was reported the tavi was performed without issue; however, calcification in the aortic annulus resulted in an "insufficient deployment" of the valve and a post-implant dilatation was performed. Initially, the tavi was considered a good result and the procedure was completed. On the first post-operative day, an ultrasound check-up showed leakage of the transcatheter bioprosthetic valve. On the second post-operative day an ultrasound check using transesophageal echocardiography was performed for a more precise assessment and showed the leak in the heart valve was due to a ruptured leaflet. Per the physician, the post-dilatation during the initial procedure was suspected as the cause of the ruptured leaflet. A decision in favor of conventional surgery was determined with explant of the transcatheter heart valve and suturing in of a surgical heart valve. During the open chest procedure to explant the valve a rupture of a transcatheter valve leaflet was confirmed. It was determined the leaflet tear was caused by post-implant dilation, "stretching" of the transcatheter valve with a balloon that was too large.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. All leaflets appeared to be in a closed position with an observed leaflet 1 (l1) prolapse appearing to push leaflet 3 (l3) open and a gap noted between the free margins of leaflet 2 (l2) and l3. All leaflets were pliable. An approximate 11mm tear (leaflet dehiscence) was observed on leaflet 1 (l1) along the margin of attachment near commissure 3-1. A fold was noted on the belly of l1 near the observed tear. The tear extended along the stitchline of the inferior coaptive area. The tissue along the tear appeared textured and frayed. The manufacturing sutures along the stitchline appeared intact. L1 and l2 were pinned with a metal clip below commissure 1-2. There did not appear to be any visible damages on l2. Leaflet 3 (l3) showed an abrasion on the inflow with visible frayed tissue, possibly due to contact with the prolapsed l1. These observations are historically associated with post implant dilation. All commissure pads appeared intact. A metal clip was noted below commissure 1-2, joining leaflet 1 and leaflet 2. Traces of host tissue (pannus) was noted around the valve skirt. Radiography did not reveal calcification on the valve or fractures on the frame. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.